Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with crack noted. A leak test, clamp function test, and clear passage test were performed with no issues noted. The sample was run through a simulated therapy with no issues noted. The reported problem was identified during evaluation but the cause could not be determined. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the sample, it was reported that a crack was noted in the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.